Event description:
During product evaluation failure code 570:320 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.